Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# : (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.0/+1.5/179 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size different axis lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3 - updated device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found no visible damage to the lens and fiber on the lens. Dimensional inspection found the lens within specifications. Corrected data: b5: it was later reported that "due to low vault, doctor exchanged the lens with same length 90 degree different, and implanted horizontally. That actually based on sulcus to sulcus vertical larger than horizontal". Should have been included in previous medwatch report. H6: lens work order search: no similar complaint type events reported for units within the same lot. Should have been included. Claim#: (B)(4).